Event description:
It was reported that during device preparation of the 1.5x20mm mini trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove. Once removed, the bdc was advanced to the lesion in the right coronary artery (rca) that was heavily calcified, moderately tortuous and 80% stenosed, but the balloon did not inflate at all. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another mini trek was used to continue the procedure, then a xience xpedition was implanted, without issue. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - use after damage manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.